Manufacturer narrative:
Other text: while performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2023-10383 is no longer considered reportable, please disregard any reports associated with it. D3, g1,g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed cracked to the top case, right plunger case and battery door. The tamper seal was not broken. Reviewed of the event history log (ehl) showed motor rate error. An occlusion test was performed as part of the functional test and the reported issue was duplicated. The cause of the reported issue was related to the worm coupling, stepper motor, lead screw and both clutch halves were found old, dirty and worn out due to normal wear. As a result, the worm coupling, stepper motor, lead screw and both clutch halves were replaced. Preventive maintenance was also performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the occlusion test failed due to the check plunger level alarms. It was further reported that the pump's top case and battery cover were cracked. It is unknown if there was patient involvement, no adverse patient effects were reported.